Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/26/2013 with the following results: testing was unable to duplicate the power issue, but confirmed it in the history. Moisture evident behind display lens. Pump powers per normal operation. No eaw related to complaint observed in black box; however, multiple "power on reset" or "reboot" conditions observed in black box on (B)(6) 2013. Battery compartment intact, no damage. No evidence of moisture contamination found inside battery compartment. Battery cap is able to fully tighten. A power loss was not observed. Idle and sleep current draws within specifications. All checklist steps could not be performed due to internal moisture damage. The pump case cracked in upper right hand corner of the display area. A leak test shows leak at crack in pump case. Pump case was removed, evidence of moisture damage was identified inside pump, on motor flex cable and connector and other miscellaneous electrical components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (power issue) issue. The reporter stated that the display screen was blank after multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.